Event description:
A customer reported that their pump screen was dark and would not turn on. There was no information provided about the impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump battery was unresponsive. There was no information provided about the impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.